Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm. It is unknown when this event occurred. This condition had the potential to interrupt delivery. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery alarm was confirmed during product evaluation. The root cause was identified as depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).